Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Batch # m55d8y. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Intra-operative photos were received. The bottom left photo contains two staples that are b-form in shape and lying in the cavity on tissue. There can also be seen multiple staples delivered in rows on the tissue, but their form cannot be determined. The tissue does not appear to be cut. The bottom right photo is similar to the bottom left, but is taken from a different angle and shows more of the delivered staples in tissue. Based on the photographic evidence of the subject ats45 device, the event description can be confirmed. The likely cause of the event is not completing the firing stroke.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon went to fire the stapler across the appendix and the device deployed staples but did not cut. The staples seemed to have formed correctly, but apparently the knife did not engage the tissue. The surgeon needed to open a new stapler and position it around the previous staple line to transect the appendix. There were no patient consequences reported.